Event description:
Primary tubing that was connected to the lidocaine drip fell apart at the blue clamp when the IV pump door was opened and the lidocaine med starting spilling on the floor. The tubing looks to have fallen apart rather than being apart by the pump. After further inspection, it was noted that the tubing had been leaking prior to opening the pump. FDA safety report ID# (B)(4).